Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/10/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/29/2014 with the following findings:evidence of a partially discharged battery being inserted into the pump was observed in the black box data; the reported event was caused by user error. Evaluation revealed that the pump drew electrical current at levels within the specifications. No power-related defects were observed during the analysis. Unrelated to the reported event, the display screen was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.